Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2007.

Event description:
It was reported that both the right ventricular (rv) and the right atrial (ra) leads became dislodged. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.